Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on 10/09/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/09/2013 with the following findings: evaluation revealed keypad peeling from bottom through "contrast" key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast key is not responding. The up, down and ok keys responded appropriately. The keypad flex cable was damaged at contrast key. There was green moisture contamination under all key contacts. There were battery compartment cracks observed in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment. Leak test showed leak at cracks in battery compartment. (B)(6).